Event description:
It was reported the patient had a loss of therapeutic effect. The patient was taking small steps, shuffling, and couldn't go through doors. The patient's symptoms occurred following a fall where the patient fell forward. The fall occurred the week prior to report. The last time the device was checked was three months prior. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report# 3004209178-2012-07201

Event description:
Follow up information received from the patient reported that they did not have any concerns with their device therapy. Further follow up received from the healthcare professional (hcp) noted that the patient was not seen for programming and that they did not know the cause of the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v006332, implanted: (B)(6) 2008. Product type: lead: product ID 3387s-40, lot# v082506, implanted: (B)(6) 2008. Product type: lead: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator. (B)(4).